Manufacturer narrative:
Expiration date unk as lot is unk.(B)(4). Product was returned in a used and damaged condition. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during the manufacturing process and again, prior to transport. In addition, each pmg wire guide comes with an attached caution label which illustrates: "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." An examination of the returned product confirms the event description. The distal weld ball is missing allowing the wire to unravel. Due to the condition of the product it is not possible to determine if any portion of the wire is missing. The wire should not be manipulated while in the needle as the sharpness of the needle bevel can cut and damage the wire. Root cause for this event is: did not follow instructions/label. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk analysis.

Event description:
The user punctured the side chest to the intrahepatic bile duct and inserted the wire guide. However, the wire guide got caught with the needle when the user moved it back and forth to advance to duodenum side. The wire guide separated when the user pulled it to remove and the tip remained in the patients' body. The user let it be there and opened the new package to complete the procedure. The patient has not shown any problematic symptoms.